Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was most likely caused by a failed infusion set.

Event description:
On (B)(6)2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and requiring hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024 a beta bionics customer care agent followed up with the user's mother about the event. The mother reported that the user had changed their convatec inset (23", 6mm) teflon infusion set at 2:30 pm est the previous day. The user woke up the next morning with high bg levels and vomiting, prompting a visit to the ER where they were admitted at 11:30 am est. The user was released from the hospital on sunday ((B)(6)2024) afternoon. Immediate health effects included dka, weakness, light-headedness, and vomiting. The user received fluids and an insulin drip while hospitalized. Their blood glucose levels were high, with a peak of 440 mg/dl. Ketone testing showed a result of 2.4. The mother has requested the user switch to the convatec contact detach (23", 6mm) steel cannula infusion sets. The user will resume using the ilet after receiving the contact detach infusion sets.